Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 09/27/2014 to the present date 11/4/2020 and confirmed that this device was not previously returned for servicing and there were production failures (q6 (B)(4)) for kpad not working indicated on the source device.

Event description:
It was reported that the front bezel was cracked, there was not reported patient involvement.